Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire noted no blood visible; there was contrast on the polymer. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. The core was separated proximal to the tipball. The separated portion of the guide wire was located in the inner member inside the balloon of the returned armada catheter. The proximal end of the separated portion of the guide wire was protruding through the inner member and the balloon distal to the balloon proximal marker. The separated portion of the guide wire was removed and there were two kinks noted in the tip proximal to the tipball. There was no other damage noted to the guide wire. The introducer sheath used during the procedure was returned. There was no damage noted to the introducer sheath. The returned armada balloon had blood and contrast in the loosely folded balloon. There was a hole in the inner member and in the balloon where the separated portion of the guide wire was protruding, however, there was no other damage noted to the balloon catheter. There was no damage noted to the introducer sheath. Analysis could not confirm the reported resistance with the introducer sheath as the outer diameter of the guide wire core was measured and met manufacturing criteria. The tip outer diameter could not be measured due to the damage noted to the guide wire. The inner diameter of the luer on the introducer sheath was measured; a new guide wire was backloaded through the introducer sheath with no resistance noted. Analysis confirmed the reported guide wire separation as the core was separated. Scanning electron microscopy analysis of the guide wire suggests that the core fracture may be attributed to ductile overload at a bend. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond the design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, it was reported that the guide wire met resistance with the non-abbott introducer sheath which could have contributed to the reported guide wire separation. A conclusive cause could not be determined for the reported resistance with the other device and the reported guide wire separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. The lot history record was reviewed and there were no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Manufacturing performs visual inspection of the guide wire tips after being loaded into the dispenser, performs a non-destructive tip pull test, and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during a procedure of the narrow, mildly calcified, posterior tibial artery, during removal of the whisper guide wire through the non-abbott introducer sheath resistance was met and it was suspected that the wire separated, but it was successfully removed. No fragment of the device was left in the vessel. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. The procedure ended with good flow to the vessel. There was no additional information provided.